Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device two hundred fifty-eight (258) devices with cannula. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, at the beginning of the procedure began the interminable air or gas leak from the seals. It was noted that 257 out of the 258 seals were damaged and disengaged. Another trocar was opened to complete the case. There was no patient injury.